Event description:
As reported, the thermogard console (sn (B)(6)) displayed a tcmid:06 (ce post failure) error message during power-on-self-test. Per the reporter, the console was power cycled however, the error persists. The coolant level is between min and max levels in the reservoir. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The customer reported a complaint that "the thermogard console (sn tgxp10106) displayed tcmid:06 (ce post failure) error message" was confirmed during the event log review and functional testing. The investigation revealed that the root cause of the reported error message was a failed cooling engine (ce), likely attributed to the aging of the device. The thermogard console was manufactured in april 2011 and is more than 13 years old, well past the expected serviceable life of 5 years. During the visual inspection, the coolant of the console appeared to be contaminated with an oily substance as a result of the leakage of the cooling engine refrigerant into the propylene glycol (coolant bath) plumbing, caused by a defect in the cooling engine. The event log review indicated a tcmid:06 error message around the reported event date, thus confirming the customer's reported complaint. The thermogard system failed preliminary functional testing due to the tcmid:06 error message displayed during post, thus, confirming the customer's reported complaint. The investigation revealed that the root cause of the tcmid:06 error was a failed cooling engine. The cooling engine assembly needs to be replaced to remedy the fault. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for the thermogard console with serial number (B)(6). Ccr 8266 was reported on september 22, 2011. The cooling engine was replaced.